Event description:
During use of the laser, it was noticed that smoke was coming from the laser machine where the laser fiber plugs in. The metal part of the laser fiber that plugs into the machine was too hot to touch.